Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date with lot number c76455. It was reported that during confirmation test, a spillage of right tube was seen and clearly showed a perforation. Patient was taken to operating room; hysteroscopy showed that insert was in ocs. However, during laparoscopy, insert was not in tube, but possibly in broad ligament. Tubal ligation was done on right tube on (B)(6) 2015. Patient did not complain about symptoms. Follow up 20.jan.2015: ptc investigation results were provided. Ptc global number: (B)(4). Batch number (B)(4) (production date 15-jul-2014; expiration date 15-jul-2017). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 5 further ae case reports have been received to date in relation to the reported batch, none of those cases refer also to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her confirmatory test showed a perforation. She was submitted to a laparoscopy and during the procedure insert was not in tube, but possibly in broad ligament. Patient was asymptomatic. The reported event, interpreted as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, although the exact mechanism and date of perforation are unknown, given the above mention information a causal relationship with suspect insert cannot be excluded. This case was considered an incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received on 24-mar-2015 from physician: the patient was (B)(6) at time of the report. She had a d&c (dilation and curettage) in 2003 and a c-section in 2014. No other previous gynecological interventions, problems or procedures. The patient was gravida 5 and para 3; she had one spontaneous abortion and one elective abortion. Essure was inserted on (B)(6) 2014, lot number c76455. The patient was 8 weeks postpartum at time of the procedure. The insertion was considered easy with easy visualization of both tubal ostium. During the procedure, cervical dilatation was done (paracervical block was used); no sounding was done and no general anesthesia was applied. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. On (B)(6) 2014, the hsg (hysterosalpingogram) was done and it was determined that the essure was in an incorrect position; a partial unilateral right perforation was noted. No organ or intra-abdominal structure was perforated; the device was contained in the broad ligament. The patient had no symptoms. The physician was unsure whether the perforation occurred before or after the device deployment (he stated that it was not during cervical dilatation or hysteroscopy prior to insertion); although he reported the onset date of event as (B)(6) 2014. The physician stated that the patient was doing great after right salpingectomy. At time of the report, essure was not removed; and removal was not planned. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her confirmatory test showed a perforation. She was submitted to a laparoscopy and during the procedure partial unilateral right perforation (previously reported as insert was not in tube, but possibly in broad ligament) occurred. Patient was asymptomatic. The reported event, interpreted as fallopian tube perforation, was considered serious due to medical importance and is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, the close temporal relationship between insertion and the diagnosis of the fallopian tube perforation may, however, suggest that the perforation had occurred in association with insertion. A causal relationship with suspect insert cannot be excluded. This case was considered an incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.